Event description:
The device was used during a video assisted mediastinal tumor procedure. It was reported by the affiliate that the clip was malformed.

Manufacturer narrative:
D6; device returned with no lot identification. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and techniciians are listed below. Visual inspections & results: clip in jaws, no; damaged jaws, no; damaged cutter, no; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged other; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, yes; jaws: hold clip, yes; lockout functional, yes and number of clips fed and formed, 1. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled, fed and formed the remaining clip within design specification. It was concluded that the instrument was conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.